Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers gd884437 and gd882647 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of anemia, low blood pressure, short of breath, passing out and peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced anemia, low blood pressure, short of breath, and passing out. On (B)(6) 2011, the patient was hospitalized for these events. On (B)(6) 2011, while hospitalized, the patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment information was not reported. Dianeal therapies were ongoing. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The outcome for the events of anemia, low blood pressure, short of breath and passing out were not reported.